Event description:
Healthcare professional reported "a right capsular contracture baker grade iii," ¿significant gel bleed consistent with rupture¿ and ¿hole in radius¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp broken on radius assessed as fold flaw opening. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Stress marks observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Healthcare professional reported "a right capsular contracture baker grade iii," ¿significant gel bleed consistent with rupture¿ and ¿hole in radius.¿ device has been explanted and replaced.